Event description:
It was reported that the lead was capped after approx. 64 months due to oversensing on the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 received notification that lead was capped and a new lead implanted. The device was also replaced to reduce the risk of reintervention. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The ICD battery status was mos1. The battery condition was normal. A total of 12 episodes were registered, of which 11 correspond to periodic iegms. The iegm of episode 12 revealed the presence of noise in the rv channel, which led to a vf detection without shock delivery, as mentioned in the complaint description. The tests performed during follow-up also showed noise in the ff channel. Inspection of the impedance trends showed normal shock impedance values, but low pacing impedance and sensing amplitude values since august 2018. Based on analysis, there is no indication of an ICD malfunction. The ICD functioned as expected and the battery status was normal. However, a lead damage cannot be excluded. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned data revealed no indication of an ICD malfunction, but a damage of the lead cannot be excluded.